Manufacturer narrative:
Additional information was received that the patient also had difficulty charging the ipg. The patient underwent a revision procedure wherein the pocket was relocated. The patient was doing well postoperatively.

Event description:
A report was received that the patient's ipg was not in a comfortable position. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient's ipg was not in a comfortable position. The patient will undergo a revision procedure.